Manufacturer narrative:
The returned sample was found to have a longitudinal break in the lumen starting 10.5cm from the hub and ending at approximately the 11cm mark. The break on the lumen was viewed under magnification. The edges of the break show signs of stretching and curl inward. This is indicative of the lumen ballooning prior to bursting. The incident report noted that the facility performs power flushing. We are unable to determine the exact cause of this event; however, it appears that power flushing of the catheter may have exerted enough pressure to balloon and burst the catheter. The instructions for use contain several warnings against any type of power injection, power infusion or flushing. Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. This catheter should never be flushed against resistance.

Event description:
It was reported that the PICC was found to be leaking.